Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).the reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The display of the n65p pulse oximeter lost segments on half of it's screen. There was no patient involved.